Manufacturer narrative:
The console is expected to be returned by the customer for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console displayed "low inlet pressure" during a case and this error could not be overridden . The report also states that cardioplegia could not be delivered. There were no reported patient complications.

Manufacturer narrative:
The console was evaluated and the reported complaint could not be duplicated.